Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure, the physician noticed there was blood in the lumen of this right atrial (ra) lead. The ra lead was successfully removed and will be returned for analysis. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. There was dried blood noted in the lead lumen from the terminal pin down to the middle section to the distal tip. There were no breaches or cutes noted in the insulation. Additionally, all seal rings were in good condition with no signs of damage.